Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. The patient reported that their equipment was not functioning properly. The patient stated that they had a lockout of 10 minutes, then it said 9 minutes, but after 10 minutes the lockout was still at 6 minutes, then to 3 minutes and it was not automatically updating properly like it used to, so they never knew when or how much time was left in the lockout. They mentioned they had been having the issue for a while, then stated for a month or two. It was noted that the agent felt that the patient was having difficulties navigating the myptm app, but the myptm app was lagging on the call and then the patient stated their screen said ¿myptm is not responding¿ despite already restarting the myptm app and handset. It was noted that the patient was able to connect to the pump without needing to request a bolus, but the ptm (personal therapy manager) would not stay on the screen for very long. The patient read 59 minutes and 8 boluses left and then after only a few minutes, it went down to 50 minutes. The patient stated, ¿it almost always stops at 91% and almost always did (since they got it), which I'm not sure how long I've had mine - at least 2 years, and this is the first time that I've had problems¿. The patient mentioned they wouldn¿t be able to function without the therapy. A replacement handset with compatible wallet case was requested from the repair department because the lockout time did not update in the myptm app, and it was also very laggy.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.